Event description:
Reporter alleged when looking at the pt's log of blood glucose monitoring device results; noticing the values in the device memory did not match the log. Reporter stated the pt keeps a detailed log and wanted to document his values. Reporter indicated when performing a pt test, the value did show in the memory. A request was made for the return of the suspect device and replacement product was sent.